Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 220 units of insulin during the load sequence. Additionally, it was reported that a cartridge change error occurred. Customer¿s blood glucose level ranged from 100-123 mg/dl. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.